Event description:
Meter was reading inaccurately erratic. The readings were 140 mg/dl and 180 mg/dl within 10 minutes. (Not within lifescan criteria for precision) the pt did not receive medical attention. The pt took oral medication for diabetes. The customer care rep performed troubleshooting and the test specified, however this should not make the strips peel. Based on the info obtained from the pt the case is reported as a strip malfunction due to the peeling strips.